Event description:
The pt experienced a lot of rib, abdominal, and vaginal stimulation. There were no impedance problems. The hcp replaced the lead which eliminated the unwanted nerve stimulation. A follow-up report will be submitted if additional info becomes available.